Event description:
It was reported that this pacemaker was explanted due to advisory/recall. A new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem f10 device codes it was reported that this pacemaker was explanted due to it presenting an advisory/recall for premature battery depletion (pbd). A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to it presenting an advisory/recall for premature battery depletion (pbd). A new device was implanted. No additional patient effects were reported.